Event description:
Olympus (oci) was informed that the customer high-definition camera head has a ¿black image¿. The customer reported problem was found during procedure. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The service evaluation confirmed the customer¿s reported issue, black image displayed due to a defective/damaged cable unit. The cable was inspected and failed the leak test due to a big cut on the gray colored insulation cover. There are multiple dead pixels on the image. Additional information was requested from the customer regarding the details of the reported event is pending. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty/defective/damaged cable could not be identified. The event can be detected/prevented by following the instructions for use which state: -never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.